Event description:
It was reported that a small volume intermate had a ruptured reservoir. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 13, 2013 and february 14, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.